Manufacturer narrative:
Calibration was last performed on (B)(6) 2023 with acceptable results. Qc was acceptable. No issues were identified during a review of the alarm trace data. The investigation determined a rack adapter may not have been used for the 13 mm sample tubes. Product labeling states a rack adapter is "mandatory for tests on e602 modules in tubes with a diameter equal to or less than 13 mm." Based on the information provided, the specific cause of the event could not be determined. Calibration and qc data do not suggest a general reagent or instrument issue. A general reagent issue can be excluded. The investigation did not identify a product problem.

Event description:
The initial reporter stated they received discrepant results for two samples from one patient tested with the elecsys troponin t hs stat assay on a cobas 8000 - cobas e 602 module, serial number (B)(6) . A first sample, collected from the patient, resulted in a troponin t hs stat value of 6.95 pg/ml. A second sample, collected from the same patient for monitoring purposes, resulted in a troponin t hs stat value of 24.45 pg/ml. On 01-apr-2023, the second sample was repeated, resulting in a troponin t hs stat value of 7.61 pg/ml. The low troponin t hs value was considered correct. The questionable result was reported outside of the laboratory.